Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 52.3-52.6cm from the connector pin, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. Internal insulation abrasion was noted at 31.9-32.3cm, 36.8-37.8cm, and 53.8-54.4cm from the connector pin. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 58.5-59.3cm from the connector pin. The etfe coating was abraded at this location. Internal insulation abrasion under the rv shock coil was noted at 58.1-60.5cm from the connector pin. External insulation abrasion was noted at 56.1-57.8cm from the connector pin, consistent with lead friction to another device or patient anatomy. The etfe coating was abraded at these locations, consistent with the field observation of noise.

Event description:
It was reported that noise was observed on the ventricular channel. Externalized conductors and lead fracture were observed. The lead was explanted and replaced with no adverse consequences after event.